Event description:
It was reported the nurse did not hear alarms as expected and the patient passed away; therefore, the customer requested assistance obtaining the clinical audit logs for the event timeframe. When biomed went to the unit, the patient's medical record number was available, which was how the patient would be entered into the system; however, the patient could not be found. Remote services also attempted with no success. It was also noted this event occurred over 30 days prior. The details of the patient's death were not provided. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips field service engineer (fse) evaluated the device and confirmed there was no issue. The customer had no concern about the philips monitor and just requested the clinical audit logs which were provided. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.